Manufacturer narrative:
Final analysis - unable to program/high current drain; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.

Event description:
Information received from the field notes that an interrogation revealed dashes for all of the microprocessor parameters and high current drain. The patient had just undergone palate surgery but it was noted that the problems were observed prior to surgery. Attempts at reprogramming the device were unsuccessful. The patient was in first degree heart block and is being monitored on a monthly basis.~~~~~~